Event description:
It was reported that the patient underwent a tlif involving rhbmp-2/acs & peek vertebral body spacer(s) supplemented with posterior fixation instrumentation. At an unknown time post-op, the patient developed an encapsulated fluid collection that was causing radiculopathy, and a surgical intervention was performed on approximately five weeks post-op to drain and excise the formation. The tissue sample was submitted for detailed histology. The patient's radiculopathy has reportedly resolved post-intervention. Gelfoam with thrombin was used for hemostasis, and most of it was evacuated prior to closure.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Paraffin histology of explanted tissues demonstrated fibrous connective tissues, blood, a remodeling blood clot and viable woven bone. No biomaterial or device observed within the tissue. Slight acute inflammatory reaction observed adjacent to the blood clot. No conclusions about the cause of the reported event could be deduced from the tissue analysis. Therefore, we are unable to determine the definitive cause of the reported event.